Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3387s-40, lot# va0n0xr; product type lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that back in december it felt like the left implantable neurostimulator (ins) would get burning hot inside. It could not be felt through the skin. She turned it off and the sensation immediately went away. She then turned it back on and it happened a couple of more times, but it was no longer happening. The patient&#38112;indications for use were parkinson's dual and movement disorders.